Event description:
While priming the white blood cell set on the cope apheresis machine, the machine alarmed "plasma pump error" - directions were followed for troubleshooting alarms 3 separate times. Alarms could not be passed. Tubing removed new tubing set retrieved used and primed/procedure done without incident of alarms.